Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the pump date and time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the date and time and resumed insulin therapy. The customer's blood glucose level was 140 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.